Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n503984, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type:lead. Product ID: 977a260,serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the patient had an infection that could not be controlled with antibiotics. The pocket infection was followed by ulcers in the back. To the best of the rep's knowledge, it was a pocket site infection that was initially treated with antibiotics. Later, the infection returned resulting in explant. The decision was to remove the system, clear the infection, and re-implant at a later date. Surgical intervention of removal due to infection occurred. At the time of the report, the issue was resolved.